Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10g17015, h10f16019) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for (B)(6) in a (B)(6) male homechoice peritoneal dialysis (pd) patient. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. The cause of the peritonitis was unknown. A peritoneal effluent culture was performed which revealed (B)(6). It was unreported whether treatment was provided. On (B)(6) 2010, the patient was discharged from the hospital and was recovering from the peritonitis. It was unknown if pd therapy was ongoing. Per the nurse, the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.